Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. It was alleged there was moisture behind the display. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.

Manufacturer narrative:
Follow-up #1: date of submission 28-dec-2017 animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 12/05/2017 with the following findings: on investigation, there was moisture under the display lens and inside the pump on the printed circuit board. Leak testing revealed moisture ingress into the pump due to a leak at the audio bolus button. Investigation duplicated/confirmed the complaint. Moisture observed under display lens. Bolus button cover is missing. Leak test failed due to bolus button leak. Opened pump, moisture observed on pcb.